Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01497. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. X-rays were taken and showed the lead was kinked during the original implant procedure and the lead had not pulled out of the header. Patient has effective stimulation.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was no longer receiving effective stimulation. An x-ray was taken and revealed the lead had pulled out of the header. Lead diagnostics revealed high impedances. Surgical intervention may be pending to address this issue.